Manufacturer narrative:
H3 other text : third-party service center.

Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a fio2 sensor alarm was observed. The device's blocked fio2 filter was cleaned to address the issue.